Event description:
The medtronic 670g cgm system (with guardian sensor) gets stuck in a continual loop asking you to "enter bsg" immediately following you entering a bsg and will not allow you to go into auto mode.